Event description:
A report was received that the patient had an x-ray that revealed a broken lead. The patient underwent a revision procedure to replace the broken lead. It was noted that during the explant the lead fell apart and all visualized pieces of the lead were removed. The patient is doing well post-operatively.

Manufacturer narrative:
(B)(4). Additional information was received that it is unclear if there were exposed cables on the broken lead.

Event description:
A report was received that the patient had an x-ray that revealed a broken lead. The patient underwent a revision procedure to replace the broken lead. It was noted that during the explant the lead fell apart and all visualized pieces of the lead were removed. The patient is doing well post-operatively.

Manufacturer narrative:
Additional information was received that it is unclear if there were exposed cables on the broken lead prior to the explant. Visual inspection revealed that lead was cut approximately at 15 cm from tip of the paddle and tails are missing. The cut damage is a result of a typical explant procedure and it is not considered a failure. Additionally, several cables were pulled out and the paddle is ripped with missing/dislodged electrodes (e4, e6-e8, e14, and e16).

Event description:
A report was received that the patient had an x-ray that revealed a broken lead. The patient underwent a revision procedure to replace the broken lead. It was noted that during the explant the lead fell apart and all visualized pieces of the lead were removed. The patient is doing well post-operatively.